Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4) there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9337405, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03, medical device lot #: 9337395, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03. Investigation summary: a device history record review was performed for provided lot numbers 9337405 and 9337395. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 16 photos and 7 physical samples were received for evaluation by our quality team. Each picture sample shows a syringe with a scratch/ indentation, the photos showed that they are at the 10ml mark area. Of the 7 physical samples, each sample has a scratch that is in the area of the 10ml mark. All the samples are horizontal and each of them has a sticker - a yellow arrow- indicating where the scratch is- the same showed in the photos. No other defect was observed. The cause of this defect could have resulted during the syringe assembly where a part jammed, inducing the syringes passing through the transportation mechanism to become scratched and go undetected in the next processes. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample and photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause, syringe assembly area. It could be possible that there was a part jammed inducing that syringes passing through the transportation mechanism got scratched and not detected in the next processes.

Event description:
It was reported that the bd" luer-lok syringe 60 ml experienced scale marking issues, device damage/deformation while still considered operable, and foreign matter contamination. The following information was provided by the initial reporter: material no.: 301035 batch no.: 9337405 & 9337395. The quantities are a lot compared to what every month is reporting. Currently we have approximately (B)(4) pieces on stock from lot number 9337405 which is being sort 100% on production area. We took a sample of (B)(4) pieces from warehouse in which these defects were found: incomplete scale print. Marking on syringe (this defect is the one that is present on almost every syringe and is the main concern at the moment). (B)(4) pieces with cloudy condition in the syringe plunger.